Event description:
On (B)(6) 2010 the patient reported that the down button of the infusion device did not function while attempting to bolus and she experienced elevated blood glucose of 350 mg/dl as a result. Her normal blood glucose range is 120-150 mg/dl. It was confirmed through troubleshooting that the down button was not responsive. The patient did not require assistance from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.